Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad trace. Analysis was unable to perform the displacement test due to keypad anomaly. No moisture damage electronic assembly. The numbers did not ramp up on its own or scroll bar moving with no input.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 63 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.